Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that after successfully completing a da vinci-assisted surgical procedure with no reported issue, the user inspected the system and the I&a used during the procedure. Inspection found a frayed cable on the cadiere forceps instrument. No known impact or patient consequence was reported.